Manufacturer narrative:
(B)(4). Date sent: 5/25/2022 additional information received: see attached medical records.

Event description:
The patient underwent an appendectomy on (B)(6) 2017 at (B)(6) hospital. Subsequently, the patient was admitted to the ICU for an intra-abdominal abscess and underwent an exploratory laparotomy and partial cecectomy. The op note indicates that there was severe inflammatory changes in the abdomen. The cecum was brought up into the wound and the surgeon examined the previous staple line of the appendiceal base. The surgeon noted a few millimeters of separation at the mid aspect of the staple line with a resultant small leak. The cecum was further exposed by dissecting extraneous fatty tissue, and babcock clamps were placed on the old staple line. The staple line and a small healthy segment of cecum were resected using the ¿ta 60 stapling device.¿ the surgeon also decided to oversew the staple line with 3-0 silk lembert sutures, and the resection/repair appeared to be ¿quite secure and viable.¿ the abdomen was irrigated, hemostasis was assured, and a french drain was placed. The surgical findings included a moderate amount of free fluid in the abdomen, small to moderate size abscess cavity in the right lower quadrant which communicated with the previously stapled appendiceal base, and apparent tiny dehiscence in the mid-portion of the appendiceal base staple line. The op note indicates that the patient tolerated the procedure well. The progress notes following the surgery note that the patient was intubated and also experienced respiratory failure in the setting of septic shock. The patient then underwent a surgery to remove a right atrial clot with pulmonary embolectomy on (B)(6)2017. The patient was discharged on (B)(6) 2017."

Manufacturer narrative:
(B)(4). Batch # unk. Exact day unknown = assumed 1st day of the month the event took place. No lot or batch number was provided therefore a device history could not be done.